Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character restrictions in block e1 , e1 initial reporter name is (B)(6).

Event description:
It was reported that prior to use , the cs300 intra-aortic balloon pump (iabp) had alarmed #3 air autofill failure.

Manufacturer narrative:
Updated fields: e3, e4, b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reports autofill error. Arrived onsite performed autofill procedure, autofill procedure performed without issue. Two auto fill occurrences in log. Unable to reproduce the issue the customer experienced. Preformed completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.